Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because this incident was based on an article review and no lot information was provided. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h6: codes 2507,4641, 114 were removed

Event description:
Subsequent to the initially filed report, additional information was received stating the clip did not detach from the one leaflet. It was stable on the leaflets and the adverse patient effects were due to a progression of disease.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because this incident was based on an article review and no lot information was provided. Based on available information, a cause of the reported incomplete coaptation (slda, single leaflet device attachment), associated with the clip detaching from a leaflet after deployment, could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. D6a: date of implant is estimatedna.

Event description:
It was reported that in 2022, a mitraclip procedure was performed to treat mitral regurgitation (mr) with an unknown grade. One clip was inserted and deployed on the valve. However, after deployment, the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). Therefore, an additional clip was inserted to stabilize the slda. Mr was reduced to an unknown grade. No additional information was provided.